Event description:
Follow-up with the vns patient¿s neurologist revealed that the patient was last seen in his office on (B)(6) 2012. No information was available regarding the patient¿s death.

Event description:
It was reported that the vns patient passed away. Attempts for additional relevant information have been unsuccessful to date.